Event description:
The customer reported that the stenoscop failed to operate. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. No further information is available.